Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department for an unspecified reason. No

Manufacturer narrative:
Testing and investigation found that the device touchscreen was responsive but the key alignment was slightly off-centered. A review of the device history at the service center indicated button ID invalid errors. Further testing found fluid ingress on the bottom of the touchscreen, which may have contributed to the customer's report and altered the characteristics of the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.